Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that they were still sore at their incision site, but not real bad. It was later stated that when they cough, they have an increase in leaks and were told that it was because their bladder was not emptying itself. They also noted that the had had a vaginal odor for so long, that they didn¿t know what the normal odor was down there anymore. On (B)(6) 2018 it was noted that the therapy was not working on the left side like the right side; and the next day they said that their symptoms were worse since they changed to the left side. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.